Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detected and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the dn and rear cable was severed. The root cause for severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.